Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient did not have stimulation, had >4000 ohms on all four electrodes, and the lead was broken.  Physician thought perhaps the lead became disconnected from the battery but turned out that actually wasn¿t the case. It was still fully connected and attached between lead and battery. Hcp tried reconnecting the lead to the battery upon first inspection, no change in impedance. Checked impedance again and everything was >4,000, so something was definitely still up. However, when the hcp removed the lead, it broke and electrodes were left in the body. Didn¿t seem like a traditional break, as the lead came out just fine. Almost seemed like the lead was severed between tines and electrodes. Area wasn¿t stripped at all. Rep collected both battery and available lead for the return kit. Hcp tried for a long time, but couldn¿t get the remaining fragment out. The issue was ongoing. Hcp tried for a long time, but couldn¿t get the remaining fragment out. For replacement lead, we tried everything either of us could think of, including s4 placement options but couldn¿t get any decent motor response anywhere else. No consistent bellows or toe under 3.5 amplitude. This was consistent with patients initial implant surgery. The spot where the fragment remained was really the only decent ¿sweet spot¿ for stimulation response. After 3 hours of trying to make it work, we discussed several different options: 1. Implant new lead and battery based on placement where we got bellows response at 2 out of 4 electrodes and hope for the best. 2. Place lead in one of those spots but treat it as a repeat stage 1 and attach it to ens, let her try it for a week and see if the new spot would work before placing battery 3. Abort the new placement entirely for now ¿ hcp confer with patient afterwards and see what she¿d like to do. If she wants to continue trying, then reschedule and include neurosurgery to remove the fragment. Place new lead right where old fragment is ¿ once that space is available again ¿ since we know it worked for her there.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2jln8, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 04-oct-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. H3: analysis of the lead (lot# va2jln8) revealed that the outer insulation had an adhesion anomaly at the joint 25.7 cm from the pro ximal. Analysis identified that all conductor were broken in the body of the lead at or near the tines. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.